Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had an unexplained re-initialization after inserting the sensor. The customer's blood glucose was 288 mg/dl at the time of incident. Customer's mother also reported, the customer's blood glucose declined to 44 mg/dl the day prior. The customer was treated with glucose gel. The mother was advised the transmitter may be damaged. It was also found the customer was hospitalized on 04/16/2015 for a low blood glucose of 34 mg/dl. The details of the hospitalization was unknown. The transmitter will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.